Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was between 2.2 mmol/ to 4 mmo/l at the moment was stable blood glucose was 5.1 mmol/l. The customer stated that during the first month of using the auto-modus setting, they experience low and high blood glucose, due to the auto-modus figuring out how to set the correct therapy. The customer stated that insulin pump given micro boluses until sensor glucose was 2.8 mmol/l customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that device verification test and self test was passed. Customer stated that insulin pump was not dropped, bumped or being exposed to magnetic field. Customer stated that they wants to disconnect insulin pump, advised that used insulin pump in the manual bolus until. The insulin pump will not be returned for analysis.